Event description:
Animas was contacted on (B)(6) 2012 indicating that the patient had passed away. A copy of the death certificate was sent to animas and indicated that the patient's death was related to hypoglycemia with an underlying cause of chronic uncontrolled diabetes. Attempts were made to obtain additional information about the event but were unsuccessful. No further information is known at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.